Manufacturer narrative:
The field service engineer (fse) inspected and cleaned the instrument. He removed the electrodes and cleared the blocks. He then ran multiple ise checks and precision tests with acceptable results. The pre-analytical data did not indicate an issue. The alarm trace revealed multiple abnormal aspiration alarms. Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of discrepant ise indirect na for gen.2 results for 1 patient sample tested on the cobas 6000 c (501) module. The initial result was not reported outside of the laboratory. The reporter deemed that the result was too high which prompted a rerun of the sample on their other e501 module. (B)(6) had an initial sodium result at 12:22 pm of 166 mmol/l with a repeat result of 141 mmol/l. The repeat result was deemed correct and was reported to the provider. The sodium elctrode lot number is n04 with an expiration date of 15-mar-2022.